Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# (B)(4) lvp pressure sensor. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2019 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had an unknown failure. No patient involvement.

Manufacturer narrative:
Corrected d2, g5.

Event description:
It was reported that the device had an unknown failure. No patient involvement.